Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3587a lot# l84061 serial# implanted: (B)(6) 2000 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that she had the ins removed but not the wires. The patient states that the device no longer worked because the wires came out it. The patient reports that in perhaps 2011, a doctor performed lung surgery on her (unrelated to the device or therapy) and messed up, blowing up her whole body and caused the leads to move. During troubleshooting a manufacturing representative (rep) checked her device and stated that her wires were all off. The ins was removed around (B)(6) 2013. The patient states that she is now having problems with her stomach because of the wires and feels likes she is getting shocks now and then; feels like stabbing electricity off and on. Indication for use includes failed back surgery syndrome.